Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be stretched and flattened, resulting in the length of the soft cannula measuring above specification. Fluid path testing found that this damage did not prevent fluid from flowing through the fluid path as intended. The timing and cause of the soft cannula damage could not be determined. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Because it could not be when or how the external soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient activated a new pod (back of the arm) on wednesday of last week. Throughout the night, the patient experienced high blood glucose levels and ketones despite multiple boluses. No blood glucose readings were reported. The pod was worn between 5 and 24 hours. Medical intervention was not required since the patient treated by administering a manual injection via an insulin pen. The patient stated that they could not see the pink slide, but the cannula did insert into the skin during wear. There was no confirmed insulin leakage, no alarms or alerts were received, and the adhesive was secure. Upon removal of the pod, it was determined that the pod appeared normal. The patient was able to resume treatment with a new pod the next day at 11 am.